Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the main coil was returned. Magnified inspection of the proximal end of the main coil revealed that the main junction and inner coil were still attached indicative of separation from the pusherwire at the detachment zone. The distal end of the main coil was observed to be out of shape due to kinks. No anomalies or sources of friction were observed at the main junction. Additional information obtained indicated that the coil was not detached, a tracker excel microcatheter was used in conjunction with the coil, and that friction was experience during coil advancement. As per directions for use (dfu), detachable coils compatible microcatheters are excelsior 1018 straight, 2 tip marker 0.48mm (0.019in) microcatheter, and the fastracker-18, 2 tip marker 0.53mm (0.021in) microcatheter¿. The tracker excel microcatheter has an inner diameter of 0.017in which is too small to accommodate the reported coil; therefore, kinks observed are likely user related. Although the coil appears to have detached from the pusherwire at the detachment zone it cannot be confirmed whether it was detached by electrolysis or broke during the attempt to advance and retract the coil in the tracker excel microcatheter. The main coil shows no evidence of stress at the proximal end as would be seen if the pusherwire was pulled/broken off the coil. Therefore, the root cause of the observed coil separation/detachment cannot be determined.

Event description:
Analysis of the returned device found that the coil separated from the pusher wire at the detachment zone. There were no reported clinical consequences to the patient.